Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.75mm x 8mm nc emerge balloon catheter was advanced to treat the in-stent restenosis. However, during first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.